Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. Halfway through troubleshooting the customer declined further troubleshooting. Off label insulin message was given to the customer as reportedly the customer is using admelog.